Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. Product ID 3387s-40, lot# v851358, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID 3387s-40, lot# v857736, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) stated a patient came in with infected leads and extension and required replacement on those devices. The patient is implanted for essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.